Manufacturer narrative:
The insulin pump was received with normal operating currents, passed unexpected restart error test, self-test, and the displacement test. However, insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the occlusion test, prime test, and excessive no delivery test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
It was reported the insulin pump was stuck in rewind loop and won't detect the reservoir. No alarms were noted on the device, but insulin continues to squirt out. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was not captured. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.